Event description:
It was reported when using the bd pegasus¿ safety closed IV catheter system there was discolored blister pack. This event affected 100 devices. The following information was provided by the initial reporter. The customer stated: "in the department of genecology, the small packaging was deformed and fuzzy."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pegasus¿ safety closed IV catheter system there was discolored blister pack. This event affected 100 devices. The following information was provided by the initial reporter. The customer stated: "in the department of genecology, the small packaging was deformed and fuzzy."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 20-jan-2022. H.6. Investigation: in response to the event reported by the facility a device history review was conducted for lot number 1076613. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to our facility to aid in our investigation. During visual analysis our engineers noted a deformation in the bottom webbing of the packaging that was consistent with excess heat exposure. The returned samples also only exhibited heat exposure on one side of the packaging. . Based on the this observation, our engineers reviewed the records from the sterilization process. They were unable to locate any documentation of excess heat exposure during the course of production. This was consistent with expectations as the sterilization process uses steam, which helps to ensure consistent uniform exposure. Further visual analysis of the available retention samples, was unable to locate any additional occurrences of excess heat exposure. Unfortunately our engineers were not able to confirm that this event was associated with the manufacturing process.